Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3. Reference MFR. Report:1627487-2016-01284 & 1627487-2016-02491. The patient has 2 scs systems. This issue is related to the thoracic system. It was reported the patient was experiencing auto-reduction and intermittent right leg stimulation. Diagnostics revealed high impedance values. An sjm representative was initially able to resolve the issues with reprogramming. However, surgical intervention will be taken at later date to address the issues as the issues resumed. Due to the device analysis results, the scs extensions are being reported as device 2 and device 3 respectively.